Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two alliance syringe used during the same procedure. It was reported to boston scientific corporation that two alliance syringes were used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2022. During the procedure, the balloon was unable to inflate. The same problem occurred with the second alliance syringe. Reportedly, the procedure was rescheduled at this time. There were no patient complications reported as a result of this event.